Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with a 367-368 mg/dl and moderate ketone levels; cause was unknown. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level and healthcare provider advised customer to administer insulin via insulin pen. Customer performed a supply change and successfully resumed insulin therapy. A system check was performed and customer was re-using the cartridge which attributed to customer's high bg.